Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system with rewind anomaly. The customer¿s blood glucose level was 191 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the follow up report #1 was incorrect. For the correct date see this report.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 9, 2019.

Manufacturer narrative:
Insulin pump received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to cracked/detached end cap.